Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for fracture of base of neck of femur with the cement. Postoperative CT images confirmed a small amount of cement leakage outside the bone. It is the opinion of the surgeon that there is no particular effect to the patient and removal of cement is not necessary. The surgery was completed successfully without any surgical delay. The patient is 80¿s female. No further information is available. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This report is 1 of 1 (B)(4).